Manufacturer narrative:
Lot 17c044 was manufactured march 22, 2017 - march 23, 2017. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the returned unit via the naked eye noted the bladder had been ruptured. Microscopic examination revealed no signs of abnormality on the ruptured bladder. The reported issue was verified. The cause could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured while being filled. The device was being filled with a chemotherapy drug (non-baxter) and the fill volume was 100 ml. It was reported that the nurse filled the device twice with a syringe and the bladder ruptured during the second filling. There was no patient involvement. No additional information is available.